Event description:
A patient was undergoing CT visualization for a possible pulmonary embolism. A 20 gauge IV was started by the ICU nurse in the patient's right upper arm. 140 mls of isovue 300 was injected via the medrad injector. Upon injection patient complained of pain in the right shoulder. The patient's right arm was elevated with cool packs placed at the injection site. It was determined that there had been extravasation of isovue into the right proximal arm and anterior shoulder.